Manufacturer narrative:
This report was found to be a duplicate of manufacturer report number 3015967359-2021-00122.

Event description:
The manufacturer representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.